Event description:
Event description cpi received information that during an attempted implant of this implantable cardioverter defibrillator (ICD), a successful diagnostic capacitor form could not be accomplished. A second ICD was used with no further problems.